Event description:
It was reported that the device failed to power on with ac or dc (battery) power. The failure persisted when the battery was replaced. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio-control observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported problem could not be determined.